Event description:
Child was having chest x-ray and went into respiratory arrest. Child had to receive rescue breathing, was placed on ventilator and transferred to the picu. Subsequently placed on full-time non-invasive ventilation. Child is enrolled in rilutek drug trial, but has not received or taken any study medication.